Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted. Device not received.

Event description:
The customer reporter they had to change sensor two times (initial plus two more). Sensor was reading 83% when patient was not desaturating. No patient impact or consequences were reported.